Manufacturer narrative:
On 9/6/2019, mentor became aware that date of surgery is (B)(6) 2019. Hence, explantation date has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/29/2019, mentor became aware that patient has cap con baker grade 3 on left side not right side. Left side is also deflated which was confirmed by mammogram. Nothing reported on right side at this time. Patient is scheduled removal and replacement surgery in october. Hence, following updates were made: field d7 was updated to (B)(6) 2019 patient code capsular contracture was removed from field this report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side breast implant rupture, and right side capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 400cc mentor memorygel breast implant and was presented with left side breast implant rupture, and right side capsular contracture; baker grade iii. Left side rupture was confirmed by mammogram on (B)(6) 2019. As a result, the devices will be explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.